Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of an external flash crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed without reason and wanted to prime again. The customer stated that all basal doses and time/date rested. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify reset/external flash error alarm due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.